Event description:
It was reported that an 85-year-old, male patient, underwent an atrial fibrillation (afib)ablation procedure with a thermocool®sf nav bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. It was noted that the patient is part of the real af study. It was reported by the bwi representative that the patient suffered a pericardial effusion. They stated while isolating the left inferior pulmonary vein (lipv) and r ight inferior pulmonary vein (ripv), anesthesia noticed that the patient's blood pressure dropped. The physician used the ice catheter to check for an effusion but did not see anything and proceeded with the case. Then, the patient had a noticeable drop in pressure, so the physician checked again with the ice catheter. The physician observed a large inferior effusion on the right ventricle (rv). An interventional cardiologist was called in for consult, and vasopressors were stopped. The pressure was monitored and did not improve. The ischemic cardiomyopathy (ic) then checked cardiac chamber pressures and deemed it necessary to perform a pericardiocentesis. All catheters were pulled out of the body and a pericardiocentesis was performed. About 500 ml of fluid was removed from the pericardial space. The patient then stabilized. The tap was left in just in case they needed to drain more fluid. The patient is being held overnight for observation. The caller stated that a mx of 45 watts was used during the procedure for a total ablation time of 830 seconds. The ablation catheter is not available for return. Physician¿s opinion on the cause of this adverse event was that due to the patients age the rv free meal tissue was verify thin and unpin placement of the rv catheter, the wall was perforated leading to an effusion. Patient received a pericardiocentesis where 500ml of blood/fluid were removed. The drain was left in the patient overnight. The patient fully recovered as well. Patient remained in the hospital overnight with the drain left in their chest, no further blood was removed from pericardium, and they fully removed and were sent home the next day. Relevant tests/laboratory data-had a CT of their chest performed and segmented into carto. A smartablate system rf generator was used (sn: (B)(4)). Brk needle was used for transseptal puncture (unable to get catalog number). No evidence of steam pop. The physician stated they believe the rv free wall was perforated with a competitor catheter upon placement. High flow: 8-15 ml/s; low flow: 2 ml/s was the flow setting used for the irrigated catheter. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag. Parameters for stability used for the visitag module was 3mmx 3seconds 25% x 3g. Respiratory adjustment was the additional filter used with the visitag. Tag index was used.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 30887049l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).